Event description:
Additional information was received indicating that the alarm occurred during set up and there was no patient involvement.

Manufacturer narrative:
H2: additional information: see a1, b5 and h6 (patient code).

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. During analysis, blank screen and constant alarm was found at power up. Service replaced the main board to correct the reported issue. Service also performed preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited alarms with no display. No adverse effects were reported.